Event description:
It was reported that a deceased patient was brought to the hospital. During interrogation, the device was found in backup vvi mode due to hardware reset. No further information provided.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.